Event description:
The customer contact reported device breakage; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified solution, at an unspecified rate, via a symbiq pump. After an unspecified length of time in use, the pt got up to ambulate and forgot the tubing set was attached to the pump. It was reported that the tubing was pulled and broke into two pieces. An unspecified volume of blood and solution leaked. The pt pinched the tubing near the IV access site to stop the leaking. The pt's IV access was removed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The pt was discharged home later that same day. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated, the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).